Event description:
It was reported, during a shoulder labrum procedure on (B)(6) 2013; the small battery drive would not function. The procedure was delayed approximately five minutes while another device was retrieved. It was also reported procedure was completed with no further events, and with no adverse event to patient. This report is for a small battery drive. This is 1 of 1 device for this event reported on complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Upon further review of the complaint, it was determined the complaint is not reportable due to: does not meet the definition of an MDR reportable event. Not likely to result in patient harm or the need for additional medical or surgical intervention. The MDR report ability status updated to: does not meet the definition of a reportable event. Synthes is retracting medwatch report: #8030965-2013-02478. Placeholder.